Manufacturer narrative:
The pump alarmed unexpected restart after battery change due to a faulty component on the interface board. The pump passed the operating currents measurement, self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 175 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided in section d.1 with initial report was incorrect. The correct information has been provided with this report.